Manufacturer narrative:
The accu-chek inform ii meter serial number is (B)(6) . The reporter stated that they are unsure whether the patient's sample site was cleaned and dried properly, and whether the patient's sample was collected from the line or via venous collection. The customer stated the qcs passed within 24 hours of the event. The test strips were received for investigation. On a regular basis, inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
We received an allegation of questionable glucose results from one patient tested with the accu-chek inform ii meter + rf. At 5:01 pm, the meter result was 88 mg/dl. At 5:03 pm, the laboratory result was 16 mg/dl. At 5:12 pm, the laboratory result was 20 mg/dl. The laboratory results were deemed correct.

Manufacturer narrative:
The test strips were received for investigation and were tested using glycolyzed blood. Investigation results glucose in mg/dl: 121, 116, 117, 115, 113, 115, 115, 114, 112, 111, 112, 110. The results using the returned test strips were acceptable, and no strip defects were observed. The investigation did not identify a product problem.